Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in (B)(6) of 2020 from lot number 06f1989597. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A detailed visual and functional inspection of the device was performed, and it was found that the jaws are misaligned. This misalignment prevents the jaws from remaining parallel, causing the device to pinch the clip between the teeth and preventing the device from functioning and releasing the clip properly. While the exact cause of the misaligned jaws could not be conclusively determined, one possibility is that excessive force may have been applied during use at the end user's facility. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a laparoscopic cholecystectomy, a clip was applied on the cystic artery. The doctor tried to reopen the applicator after clip placement but the jaw did not open. The applier remained stuck in the closed position on the artery. The surgeon had to use another applier to bang on the first one and free it. No immediate nore long-term clinical consequences for the patient, but stress was generated at the time for the surgical team."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a laparoscopic cholecystectomy, a clip was applied on the cystic artery. The doctor tried to reopen the applicator after clip placement but the jaw did not open. The applier remained stuck in the closed position on the artery. The surgeon had to use another applier to bang on the first one and free it. No immediate nor long-term clinical consequences for the patient, but stress was generated at the time for the surgical team."